Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 563 mg/dl at time of incident and other blood glucose level was 556 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated for high blood glucose with manual injection. Mother reported they have contacted their health care professional regarding the high blood glucose. Mother alleges the insulin pump was under delivering due to the customer's blood glucose being unstable. Mother declined to perform high pressure test. Mother was able to complete self-test. The insulin pump and reservoir will not be returned for analysis.